Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis for investigation. If the restrictions are lifted or additional information otherwise becomes available, the investigation will be re-opened and re-evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family on september 09, 2021, medtronic received notice of a device/product legal hold notification about individual claimants. The reporter alleged that the use of one or more medtronic minimed 630g and 670g insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries in november of 2019. The insulin pump was returned for analysis.